Event description:
The reporter stated the surgeon inserted a cq2015a collamer aspheric three piece lens. The haptic broke off during insertion into the pt's left eye. A vitrectomy was performed. The incision was enlarged to remove lens and no suture used. Further information requested but not yet forthcoming. Any additional information will be submitted by a supplemental.

Manufacturer narrative:
(B)(4). Evaluation method: lens work order search. Results: visual inspection of the returned product found the lens optic is torn. One loop haptic is torn off and missing. The other loop haptic is bent and torn at the optic and haptic junction. Lens was returned in liquid. A lens work order search was performed and no similar complaint was found within the same work order. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of this event could not be determined. (B)(4).